Event description:
It was reported the patient requested a pump explant because she had been hospitalized due to hallucinations and confusion. Even though the issues resolved the patient and her family wanted the pump explanted. The hallucinations started sometime on (B)(6) 2013 and resolved approximately two days later. The managing physician turned the pump to minimum rate on (B)(6) 2013. The managing physician offered to change the pump medication from prialt to something else, but the patient just wanted to be explanted. The entire system was explanted on (B)(6) 2013. The patient status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver prialt. Additional information received reported there were no other drugs in the pump beside prialt. The patient was receiving 10 microgram s/milliliter (mcg/ml) of prialt. There was no allegation of a device issue. It was unknown how the patient was doing now. The pump and catheter were disposed of by the hospital. Additional information received was reported the patient was implanted in (B)(6) 2013. By (B)(6) 2013, the healthcare professional (hcp) had increased the patient to the "total optimum dosage"/the maximum dosage. The patient's last memory from that time was of (B)(6). The medication put the patient in a coma. The patient was in intensive care and they had to call poison control because the drug had poisoned the patient. The patient had lost their memory for (B)(6) and (B)(6) 2013, but had flashbacks of hallucinations. These symptoms had never happened to the patient before and were caused by the drug. The patient also "quit eating for 3 weeks". The pump was explanted in (B)(6) 2013. The pump was used to deliver prialt (ziconotide). It was further reported in (B)(6) 2013 the patient had hallucination, was crying, screaming, and falling to the floor. The prialt dose was decreased. It was further reported the patient was admitted to the hospital with altered mental status. The patient was confused and having acute hallucinations. The patient's assessment was "altered mental status, most likely drug-induced psychosis or acute hallucinations". The hcp could not rule out medication withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).